Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy, there was an error 5 and then the blade tip broke off into the patient. Used another device to proceed. X-rayed the patient, but unable to locate the blade tip.